Manufacturer narrative:
Age of device: 1 month, 27 days. Investigation summary: patient remains on the device. A direct relationship between the device and the reported event could not be determined. Heartmate 3 lvas IFU rev. C (document #(B)(4)) was available at the time of the event. Bleeding is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file for this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted in hospital on (B)(6) 2018 with hemoglobin drop and bloody stool. Patient was negative for fecal occult blood test (fobt). An esophagogastroduodenoscopy (egd) was performed that revealed dieulafoy lesion which was treated with argon plasma coagulation (apc) and 3 endoclips. Patient was transfused with 2 units of packed red blood cells (prbc). Patient's anticoagulation regimen included warfarin. Patient's hemoglobin and hematocrit (h&h) stabilized and will be reassessed during the next visit to ensure no recurrence. No further information was provided.